Event description:
It was reported to boston scientific corporation in 2008, that a tru path biopsy needle was to be used during a prostate biopsy procedure the day prior. According to the complainant, when checking the device prior to the procedure, the inner stylet was found to be bent. The device was not used and the procedure was completed with another tru path biopsy needle. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The lot number of the tru path biopsy needle is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.